Event description:
Per the clinic, the patient was implanted ipsilaterally with a new fixture and abutment on (B)(6) 2013, due to reported skin overgrowth issues around the initial fixture/abutment. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.